Manufacturer narrative:
H3 other text : the device is implanted in the patient.

Event description:
It was reported that during an endovascular procedure for a ruptured pcom (posterior communicating artery) aneurysm when deployed the subject coil, it came out of the aneurysm and got lodge in the distal mca (middle cerebral artery) branch. The physician tried to retrieve the migrated subject coil using a stent retriever but was unsuccessful, instead there was hemorrhage while trying to retrieve the migrated coil. This resulted in embolization of unintended vessel in patient, thus vessel had to be sacrificed to stop the bleed while also leaving the migrated coil in the patient vasculature. Physician feels that the anatomy and/or location of intended area of treatment may have contributed to the reported event. There was a surgical delay of unknown duration due to the reported issue. No other information is available.

Event description:
It was reported that during an endovascular procedure for a ruptured pcom (posterior communicating artery) aneurysm when deployed the subject coil, it came out of the aneurysm and got lodge in the distal mca (middle cerebral artery) branch. The physician tried to retrieve the migrated subject coil using a stent retriever but was unsuccessful, instead there was hemorrhage while trying to retrieve the migrated coil. This resulted in embolization of unintended vessel in patient, thus vessel had to be sacrificed to stop the bleed while also leaving the migrated coil in the patient vasculature. Physician feels that the anatomy and/or location of intended area of treatment may have contributed to the reported event. There was a surgical delay of unknown duration due to the reported issue. No other information is available.

Manufacturer narrative:
H4: manufacturing date: added. D4: expiration date: added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.